Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast implant illness. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast procedure with mentor memorygel breast implants 800cc and experienced breast implant illness post-operation. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.